Manufacturer narrative:
In box b, box g and box h sections was updated/corrected and also appropriate health effect ¿ clinical code has been added. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer received new and relevant information on 06/26/2024, that patient has copd, stop breathing twice and sternal rub related to a CPAP device. Also, UDI number is now corrected and updated. In box b, box g and box h sections was updated/corrected and also appropriate health effect ¿ clinical code has been added.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP,bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to difficulty breathing. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.